Event description:
It was reported that the 6600 system articulating arm drifts. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The arm brake was adjusted during the service call. The system was tested and found to be working as intended and placed back into service.